Event description:
It was reported to boston scientific corporation that a one step button was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010 according to the complainant, post procedure on (B)(6), 2010, the patient experienced leakage from the stoma site. The physician noticed there was a crack at the shaft of the button. The procedure was completed with another one step button. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the button body was torn jaggedly near the proximal end. A functional evaluation found that the cap of the device could be closed and opened without issue. The condition of the returned unit was consistent with the complaint incident that the device was cracked. The tear in the device most likely led to the device leaking. It appears that after placement and during repeated use the button body became torn. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010 (exact upn is unknown). According to the complainant, post procedure on (B)(6), 2010, the patient experienced leakage from the stoma site. The physician noticed there was a crack at the shaft of the button. The procedure was completed with another one step button. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the model catalog number and suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)